Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an ipg explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.